Event description:
On the above date and approximate time an aquamantys hand piece was plugged into an aquamantys generator and the generator's touch screen would not respond. The generator was switched out with a second one and the touch screen still failed to respond. A new aquamantys hand piece was opened and plugged in and immediately the touchscreen on the generator was operable. The non-working hand piece was removed from field and placed into a red bag with original packaging.